Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 235 mg/dl while wearing the pod between 24 and 36 hours. Once at urgent care the patient was treated with a manual injection of insulin and the patients pod was removed and a new pod was applied. The patient was at urgent care for 1.5 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.